Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they hadn't been having success with their stimulator helping their symptoms of incontinence no matter which program they were using. Patient services reviewed the patient could be reprogrammed by either their managing health care provider (hcp) or a manufacturer representative in person at the office and reviewed the role of a representative. When asked for an event date, the patient stated that it had been going on for a long time and that they couldn't recall when their symptoms returned. The patient stated initially the therapy helped but then it stopped helping at some point and that's when they kept having to increase the stimulation and that while they've had the stimulation up higher for a while now, they ran the stimulation at a much lower level before their symptoms returned. The patient stated their hcp had told them they should feel the stimulation in their vaginal area but they had never felt it there. The patient stated that they'd always felt the stimulation starting as a "jolt" in their hip area and going down their right leg. Initially the patient confirmed they always felt the "jolt" of the stimulation starting at the ins site and then down the leg but later stated they didn't think that was true and that the stimulation wasn't starting at the ins site but it felt like more of a "jolt" that started more down the lower part of their buttocks and down their leg, especially when they were making an adjustment. Patient services asked the patient if they'd had any falls or traumas that led to the symptom return and the patient reported they had a fall right on their back where the implanted components were within the past year. The patient stated they fell off of a stool that slid out from them but their symptoms had already returned before the fall. The patient stated they still wondered however if the fall could have impacted the implanted components in any way. Patient services reviewed with the patient that if they were concerned that the fall impacted the device, they should report the fall to the hcp. The patient stated at their last appointment they'd forgotten to mention their fall to the hcp. The patient stated th ey would contact their hcp about having a rep come to their upcoming appointment.